Event description:
The patient's mother reported that her son's blood glucose reached 503 mg/dl and that he had to be hospitalized for diabetic ketoacidosis. At the hospital a bg meter comparison was performed. His pdm read 48 mg/dl and 99 mg/dl for the hospital's meter. They treated him with 2 liters of fluids intravenously, antibiotic and insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.